Manufacturer narrative:
Device remains implanted at this time.

Event description:
In 2007, the patient had a primary surgery. The surgeon found in post-op x-ray for the follow-up on this surgery that the collar is gradually disassembling from the stem and he is considering whether to perform a revision surgery. Medical intervention has not been undertaken at this time. There are no other events of this nature reported for this family of devices.